Event description:
Pt received a new resmed CPAP mask cushion. After one night of use developed physical weakness, sore throat, body aches, increased post nasal drip, general ill feeling and appearance, balance issues, and sleep disturbance/dream changes which progressed, worsening sleep 5 days until the cushion was discontinued and changed to an old cushion at which point the symptoms improved dramatically.